Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and alleged that the insulin pump was under delivering. Customer reported that they experienced high blood glucose on (B)(6) 2020. It was reported that the customer stopped using the insulin pump on (B)(6) 2020. Customer reported that they have high blood glucose levels of 12.7 mmol/l to 20.0 mmol/l. The customer experienced symptoms such as nausea, vomiting and abdominal pain. It as reported that the customer was not using the insulin pump within 48 hours of reported high blood glucose event. It was reported that the customer stopped using the insulin pump four days ago and treated high blood glucose levels with manual injections. Customer reported that auto mode feature was not active at time of high blood glucose event.. The insulin pump will not returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, unit data was successfully uploaded on to carelink. No upload/download anomalies or delays in uploading/downloading were noted. (B)(4).